Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was noted via a merlin.net transmission indicating low ventricular pacing. The patient was pacemaker dependent. There were no stored egms, no noise was present, and patient was not symptomatic. Review of the device image revealed normal ventricular pacing. Review of the session records indicated code corruption. Device remains implanted. Clearing the diagnostics at the patients next clinical visit was recommended.